Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional questions response: what were the quality and/or thickness of the tissue in the area where the device was fired? Regular. Was there other therapy involved? ¿quimiotherapy neoadjuvante.¿ was a leak test completed? Yes (blue metileno test). Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes (25sec). Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? Yes it was normal. Is a pathology specimen available? Yes. What devices were used for the procedure? Ntlc55 and ta90. Was another stapling device involved? No. What were the patient¿s pre-op diagnosis and/or pre-existing conditions that could have impacted the patient¿s health/surgical outcome? Cancer in the stomach with stenosis of the ¿antro.¿ how many days before septic manifestations? What were the signs? Drainage of bile¿s at day 3. How was the patient evaluated to find the fistula? Drainage. Where along the staple line was the fistula located? Middle. What kind of gastrectomy was performed? Subtotal with y-roux. What type of anastomosis post gastrectomy? Y-roux. How long has the surgeon been using this device for this procedure? 1 year. What predicate device was used by the surgeon? Security of the triple stapling line was there a recent conversion to ees devices in this account or with this surgeon? No. Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon¿s first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? No. Was there any difficulty removing the device from the tissue? No. Were there any issues with the surgery, the device assembly? No.

Event description:
It was reported that the device was used to perform an open gastrectomy on patient. Four days after the surgery they decided to re-operate the patient due to a fistula on the staple line that caused a septic shock. A few days after this the patient passed away. The patient condition was stable immediately following the procedure. Device has been discarded.